Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.

Event description:
It was reported that after undergoing dental treatment that included the use of occlufast rock impression material, a patient experienced an allergic reaction. The symptom reported was a cutaneous rash around the mouth and on the cheeks. The patient was treated with other products during the same appointment, so the doctor was not sure to which product the patient may have reacted.